Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device jammed and the clips were not formed. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.